Event description:
It was reported that while in the intensive care unit the sheath was inserted. As the md was inserting the intra-aortic balloon (iab) into the sheath it became stuck. As a result, the iab was not used. The md used another iab to complete the insertion. A request was made for more information.

Manufacturer narrative:
Follow-up report will be filed if additional information becomes available.